Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that their machine stopped working and they had a return of symptoms prior to that. Patient stated that they had the return of symptoms and then a couple of weeks after they saw a "call your doctor" message. Patient didn't recall the code but reported having surgery and believed the ins was replaced however was not sure. Patient reported no falls. No further complications were reported.